Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a yellow alert to be declared due to low shocking impedances. The patient's physician is aware of the situation and the rv lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.